Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited high capture threshold. During an unrelated procedure, the lead was repositioned successfully. The patient was fine.